Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a coronary artery bypass graft procedure, the right ventricular (rv) epicardial lead showed intermittent loss of capture. The lead was inactivated and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.